Event description:
On april 14, 2026, senseonics became aware of an unsuccessful attempt to remove an expired sensor from an user. The user's healthcare professional (hcp) reported inserting a new sensor in the same arm and confirmed it was working. The user reported that the second removal attempt will be conducted when the new sensor is due for replacement.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.